Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two samples from the same patient sample while using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Historical vitros tropi es quality control results were not obtained therefore, the performance of the vitros tropi es reagent lot 2298 cannot be evaluated and a reagent issue could not be entirely ruled out. Pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. However, since the vitros tropi es results are reproducible for both samples; sample processing is not a likely contributor of the event. In addition, the presence of an unknown sample interferent cannot be ruled out. The tsc recommended repeating the samples after treating with heterophilic antibody blocking tubes as per the vitros tropies IFU, however this testing was not completed, therefore the presence of heterophilic antibodies cannot be confirmed or ruled out.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two samples from the same patient processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros tropi es results 0.1234, 0.1146, 0.1185, 0.1082 ng/ml versus the expected result of <0.012 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).